Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) cardiac trending data contained invalid data. It was also reported that patient had recently completed radiation therapy. Current cardiac trend data was found to be complete and the ipg remains in use. No patient complications have been reported as a result of this event.